Event description:
It was reported the patient's scs ipg "catches in her ribs." The patient would like her scs ipg pocket site relocated. The patient is working the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.